Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of clinic notes and programming history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(4) 2007. The device was interrogated on (B)(4) 2008 with 0 ma output current. In addition, a generator diagnostic test occurred during the office visit on (B)(4) 2008 and caused another unintended change in device settings; however, there was no change in therapy as the output currents remained at 0 ma. Clinic notes dated (B)(6) 2008 indicated that the patient was hospitalized on (B)(6) 2008 due to a prolonged seizure. The patient was getting grouchy the week before her seizure which the neurologist stated was a seizure prodrome. The patient was reported to be compliant with her medication. The patient was seen by her neurologist on (B)(6) 2008 and had been seizure free since her hospitalization. The patient¿s device was interrogated during the office visit and found to be programmed off. Based upon the programming history, it appears that the patient was not receiving therapy at the time of the prolonged seizure.